Manufacturer narrative:
Conclusion: per the warnings in the guidewire instructions for use (IFU), the guidewire should not be pushed, pulled or rotated against resistance, and the wire should position should be monitored throughout the procedure for proper placement of the curve and distal tip. In this case, the user reported that as the guidewire was advanced as the delivery system was advanced and that there was slack in the entire system that then led to a dissection in the femoral artery by the delivery catheter system (dcs). Additional follow up with the therapy development specialist stated that the guidewire did not create the dissection. Unfortunately, without angiographic imaging, we are unable to fully access this event. However, with the information provided, the guidewire did not cause the dissection. This issue was procedural related. This event does not indicate device misuse or malfunction of the guidewire. Difficulties advancing the delivery catheter system (dcs) through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. Cardiovascular injury, such as perforation, is a procedural complication that can occur during cardiac procedures and is listed in the instructions for use as a potential adverse effect. These events are typically related to procedural and/or technical factors (guidewire selection and management, technique, anatomy, etc.). In this case as per the additional information received, the physician attributed the complication to ¿the surgical tech for pushing wire while he was advancing the device. This caused slack in the system/track and injury to occur.¿ therefore, the most likely cause of the inability to advance and subsequent vessel perforation was due to poor guidewire management technique. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the reported hypotension was most likely due to the blood loss associated with the perforation. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e nvpro-16-us, serial/lot #: (B)(4), ubd: 01-jan-2021, UDI #: (B)(4). Product analysis: the devices were discarded by the facility; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the 16 french in-line sheath was inserted into the right femoral artery. The sheath got stuck in the right external iliac artery and prolapsed on itself. It was reported that the sheath "bent in an awkward way." The guidewire was advanced as the delivery catheter system (dcs) was advanced. The slack caused a perforation in the femoral artery. A decrease in blood pressure was noted and was reported to be due to the perforation. Per the physician, the wire was advanced at the same time as the device causing slack in the system which caused the injury. A 14 french dcs was used to successfully implant different transcatheter bioprosthetic valve. Subsequently, a cutdown was performed and the femoral artery was repaired successfully. It was reported that the anatomy was not tortuous or calcified at the access site. No additional adverse patient effects were reported.